Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, around 4am, the patient¿s wife stated the patient¿s tandem insulin pump showed an unspecified low value. No bg meter comparison value was taken. The patient was wearing a tandem insulin pump. There was no documentation of any medication or treatment being provided to the patient at this time. By 8am, the patient¿s wife noticed the patient was groaning and had lost consciousness. A bg meter reading was taken and the reading was ¿low¿ (no specific value was provided). No cgm comparison value was reported at this time. The patient¿s wife treated the patient with nasal glucagon (baqsimi). The patient remained unconscious after this, therefore, the patient¿s wife called ems. Once ems arrived, around 830am, the patient¿s bg meter reading ¿did not show a value¿ and the cgm was providing an unspecified low value. Ems treated the patient with unspecified IV fluids and transported the patient to the emergency room. At the emergency room, the patient regained consciousness and he was treated with more IV fluids. It was also noted that the patient had an unspecified ¿test¿ done due to the patient¿s history of strokes. The patient¿s cgm was also removed. The patient was discharged on (B)(6) 2026 with a bg meter reading of 155 mg/dl. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.